Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: procedure switched from closed to open. Device locked on tissue doctor was able to cut and remove from pt. The case was extended by more than 30 mins. There was 2cm unanticipated tissue loss.